Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivered low-energy pulse) was confirmed. Upon investigation the monitor delivered a low energy pulse. The cause for the failure was isolated to a damaged c19 capacitor and other components on the defibrillator computer/analog pca. The pads were lifted on the defibrillator board. The root cause for the damaged c19 capacitor could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (wires exposed, check therapy electrodes) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit. A us distributor reported that a patients electrode belt was damaged and was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (wires exposed, check therapy electrodes) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patients electrode belt was damaged and was experiencing check therapy electrode messages.